Event description:
It was reported that the asymptomatic patient presented to the clinic for normal follow-up. The device was unable to be interrogated and exhibited no output when a clinician ran an EKG with and without a magnet. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No conclusion code available. Final analysis found that the pulse generator exhibited no output or telemetry. Battery depletion also occurred due to a high current drain which was caused by a leaky capacitor.